Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the whisper guide wire was positioned at the 1st diagonal of the left anterior descending coronary (lad) artery during a procedure. After stent deployment in the proximal lad, the whisper guide wire had resistance with the stent during removal, causing the tip to be stretched. It was confirmed that there was no separation of coils or the core. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information: returned device analysis revealed a core separation. Follow-up with the account indicated that they did observe the damage but had confirmed that the stretched coils were still attached. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported stretched coils and a core break were confirmed. The reported difficulty to remove from the stent was unable to be confirmed as it was based on operation circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulty to remove, stretched coils and noted break appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement the guide wire tip became kinked against the anatomy causing resistance with the stent during retraction. Manipulation against resistance likely resulted in the core break and stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.